Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose exceeded 600 mg/dl. Elevated blood glucose was addressed with a bolus from the pump. Customer removed and reloaded the same cartridge and resumed insulin delivery.